Manufacturer narrative:
The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During evaluation by a resmed authorized third party service center, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective touch screen. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During evaluation by a resmed authorized third party service center, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.